Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right heart failure. Their cardiac index was less than 2.0 l/min/. The site noted that the event was considered to be unrelated to the device but that it cannot be ruled out.